Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report received from a consumer with supplemental information provided by nurse in USA of an ulcer and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced an ulcer, which caused peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from the peritonitis. The outcome of the ulcer was not reported. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the ulcer.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11j17035 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.